Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that he had received a high bg reading of 400 mg/dl twice, and following the second time, he went to the doctor, where he received a lower bg reading of 112 mg/dl. The user stated that troubleshooting could not be completed at the time of the call. At a later date, the user contacted dario to continue troubleshooting. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new dario strips and control solution were received, multiple attempts to follow up with the user were made, however, no response has been received to date. If received at a later date, a follow up report will be submitted. There is not enough information available to investigate. No resolution is available.

Event description:
On april 13th, the user contacted dario to report high blood glucose (bg) readings. The user, who is not diabetic, reported that he rarely uses the dario meter, but since he was post heart surgery, and had already pricked his finger in order to perform a different blood test, he decided to also test his bg level. The user tested his bg and received a bg reading of 400 mg/dl from his dario meter, compared to bg readings between 100 mg/dl and 115 mg/dl which he stated he usually received from his dario meter. Due to the above, the user went to the doctor to have his bg level measured and received reading of 154 mg/dl with the doctor's meter.